Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The high resolution stereo viewer (hrsv) monitor was replaced to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. A review of the log confirms the occurrence of a da vinci-assisted total cystectomy procedure on (B)(6) 2021 using system sk3850. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be aborted. Although there was no patient injury reported, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure, the right eye on the surgeon side console (ssc) 1 (serial number: (B)(4) was intermittently black. The caller reseated and also replaced the blue fiber cable to ssc1, however, without change. The operating room team was using two sscs for the case. The caller indicated that the issue only occurred with ssc1, not with ssc2 (serial number: (B)(4)). The caller mentioned the issue with ssc1 occurred before (no dates or details known). The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that when the system was power cycled, the issue resolved for some time, but reoccurred. The tse did not find any errors that were related to the issue or issues with the camera, endoscopic controller, or video processor when reviewing the logs. The caller confirmed there was no menu or other image visible when the right eye was black. The tse reviewed the earlier logs and identified an error 119, pointing to the high resolution stereo viewer (hrsv) on ssc1 on (B)(6) 2021. The tse noted this might suggest an issue with one of the hrsv monitors in ssc1. In a follow-up with the isi field service engineer (fse), it was confirmed that the fault was recovered during troubleshooting with technical support and the procedure was completed using both sscs. There was no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter. The reporter confirmed that the cystectomy procedure was completed without incident; however, no further information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14. Intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) monitor associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. There was no issue found with the returned hrsv. No repair was performed.